Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 10:30 am after the end users prodigy diabetes meter was not operating properly and he was unable to obtain an appropriate reading. The end user experienced a low blood glucose seizure accompanied with a reading of 62 mg/dl. The paramedics were called and upon arrival they performed a blood glucose test with their meter and the result was 42 mg/dl. The end user was given an IV and dextrose injection along with being transported to the ER. Simultaneously he received another dextrose injection and IV saline. A blood glucose test was performed as well as examining his potassium levels. At the time of this call the end user was currently still in the hospital and no additional details were provided in regards to this medical event.